Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was the pts controller would no longer recharge in the wall. Pt claimed that they sent back a controller to medtronic a month, one and a half months, to two months ago since it would not raise the intensity; they could not increase or decrease anything so they sent it back along with a charging paddle (agent understood it could have been from rtg0470923). The pt was wanting to send all their equipment back to make sure it works, the pt had not been able to use their stimulator in the last 6 months properly since it was not working then they were able to use it again but now it's been a month or two and the equipment was not working for they could not get it to charge their controller or their back. When asking for event date again pt said the issue started a week to 10 days after they were sent new equipment. They never had the ac power cord replaced. During call pt verified no damage to the controller battery compartment, controller battery compartment, or to the controller charging port. Pt removed the controller battery and plugged the controller into the ac power supply, pt verified the controller turned on. Pt put the battery back into the controller and verified the controller was not recharging. The issue was not resolved. An email was sent to the repair department to replace the controller battery.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include:   brand name intellis; product ID 97745bp (lot: nlh025900n); product type: 0001-accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# serial# (B)(6) implanted: explanted: product type accessory h3: analysis of the 97745bp battery pack (serial number: (B)(6) ) revealed battery won't charge, scrapped due to not charging in known good unit. Battery case broken, scrapped due to broken tab. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.